Event description:
It was reported that mid infusion at proximal y-port (closest to the bag) the y-port separated completely and the sedated drug emptied. It was replaced it with another 2420-0007 and complete the infusion. There was no patient harm reported.

Manufacturer narrative:
The customer's report that the tubing separated and leaked was not confirmed. The associate samples were visually inspected for kinks, holes/tears in the tubing or damages to the components. No issues were observed. Visual inspection of the associate set noted no separation or issues. Functional and pressure testing resulted in no leaking. Each of the sets tubing engagements were also slightly tugged. No separations were observed. The root cause was not identified. The suspect set was not returned for investigation.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that mid infusion the patient was receiving an infusion and at proximal y-port (closest to the bag) the y-port separated completely and the sedated drug emptied. It was replaced it with another 2420-0007 and complete the infusion. There was no patient harm reported.